Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: fb-201-01, serial/lot#: (B)(4)/18839320, description: fixate double pack. Model#: sc-2218-50, serial/lot#: (B)(4)/3049721 description: linear st lead, 50cm. Model#: sc-4318, serial/lot#: (B)(4), description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had a delayed postoperative seroma in the ipg site (MFR report #: 3006630150-2016-02556). The patient underwent an explant procedure. No device malfunction was suspected.